Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, event history log review, and functional testing were performed. During the visual inspection it was identified that the power supply board was damaged. The cause of the damage could not be determined. The power supply board and battery were replaced, and the pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. There was no patient involvement. No additional information is available.